Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) shut down involuntarily when the clinical engineer left the unit. The device was not changed out, as they restarted the unit, it started normally. After that , no abnormality occurred. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to that patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. Data log analysis was performed on device logs. On the date of the complaint the logging stops at 9:23:54 am. No messages were recorded in the logs that indicated a subsystem at fault. The system is powered on again several minutes later and run for most of the day. There was no indication of anomalous operation during the time after the reboot. During laboratory analysis, the product surveillance technician (pst) was not able to duplicate the reported issue. Testing included extended bench testing, internal mechanical agitation of subassemblies and cables, cold temperature testing, and internal/external visual inspection. During testing, no anomalous operation or other issues were noted. After the device was sent to the manufacturers service department, the service repair technician (srt) noted a defective tantalum capacitor on the single board computer (sbc). Tantalum capacitors are generally used to smooth voltage ripple of voltage supply lines in a circuit. Without adequate ripple regulation, circuit operation can become compromised. Disruption of sbc operation could cause the effects noted by the medical facility engineer as well as the effects noted in data log analysis. The product will be repaired and brought to manufacturers specifications before being returned to the customer. No additional action will be taken at this time.

Manufacturer narrative:
The subsidiary manufacturing engineering ctr (mec) could not duplicate the reported issue.